Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained high blood glucose for the past several hours. The blood glucose reading at time of the call was 585mg/dl and was treated with manual injections while he was calling. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. The customer stated that he uses the reservoir for more than three days. Advised the customer to change the reservoir every three days. The customer called back and stated that he has changed insulin, infusion set, and site and has given manual injections, but his blood glucose was not dropping. The customer stated that he is going to the hospital. No further info was provided.